Manufacturer narrative:
As this complaint involved a delivery delay in product. No investigation is anticipated. This is a final report.

Event description:
An adc customer reported that due to receiving their meter but not the test strips they were unable to test and experienced symptoms of dizziness while attempting to sit and stand. Specifically, they reported that on (B)(6) 2011 at 1pm while at home they experienced feeling lightheaded and subsequently lost consciousness. No third party medical intervention was reported and customer reportedly ate food to help alleviate their symptoms. No additional information was provided. There was no report of death or permanent impairment associated with this report.